Manufacturer narrative:
Product complaint # (B)(4). On june 22, 2021, mentor became aware that section e mistakenly stated initial reporter is unknown under previous initial submission. Section e has been correctly updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
Subject ID: (B)(6). This event is associated with the glow clinical trial. It was reported that a hispanic female patient underwent breast reconstruction surgery with mentor glow study gel devices on (B)(6) 2020. Adverse event # 1. Wrinkling, (right side, implant serial number: (B)(6). Date of implant: (B)(6) 2020). On (B)(6) 2020, she presented with wrinkling, which required multiple surgical intervention: fat grafting on (B)(6) 2020, (B)(6) 2021. It was also reported that the patient experienced the implant malposition which required fat grafting on (B)(6) 2021. Adverse event # 2. Wrinkling, (left side, implant serial number: (B)(6). Date of implant: (B)(6) 2020) on (B)(6) 2020, she presented with wrinkling, which required multiple surgical intervention: fat grafting on (B)(6) 2020,(B)(6) 2021. Should additional information become available, this case will be re-assessed, and notes will be updated. This supplemental medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Additional information received was reviewed by the clinician, per which event description has been updated under field b3. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with mnt-men-15-003; glow clinical trial, participant 326-043. It was reported that a hispanic female patient underwent breast reconstruction surgery with mentor glow study gel devices on (B)(6) 2020. Adverse event # 1. Wrinkling, implant malposition/ displacement, anisomastia (right side, implant serial number: (B)(6). Date of implant: (B)(6) 2020). On (B)(6), 2020, she was presented with wrinkling, which required multiple surgical intervention: fat grafting on (B)(6) 2020 and flap reconstruction on (B)(6), 2021. It was also reported that the patient experienced the implant malposition which required fat grafting on (B)(6) 2021. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Adverse event # 2. Wrinkling, (left side, implant serial number: (B)(4).. Date of implant: (B)(6), 2020). On (B)(6), 2020, she was presented with wrinkling, which required multiple surgical intervention: fat grafting on (B)(6), 2020, (B)(6) 2021, and (B)(6), 2021. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should additional information become available, this case will be re-assessed, and notes will be updated. This supplemental medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Additional information received on december 6, 2022 was reviewed by the clinician, per which event description has been updated under field b5 on this form. Coding under section h remains the same. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After secondary review of this file performed on december 2, 2021, it was noted that the procedure type was primary breast reconstruction surgery. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with mnt-men-15-003; glow clinical trial, participant 326-043. It was reported that a hispanic female patient underwent breast reconstruction surgery with 350cc mentor memoryshape breast implant (mentor glow study gel devices) on (B)(6) 2020. The patient experienced wrinkling, which required surgical intervention specifically fat grafting on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.